Event description:
Patient's pump shut off in front of nurse on its own. Pump checked pump was plugged into red outlet. Pump started back up and again all infusions shut off-no alarm. Patient on high doses of medications that he needed as on paralytics.